Manufacturer narrative:
Additional information: d9, e1 (phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional evaluation of the product revealed that the device could not be cycled. The device shaft was bent which prevented proper functionality of the instrument. It was reported that the clips did not load properly into the jaws as expected, and the clips did not close completely and were malformed. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when leverage is applied to the distal end of the unit. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not excessively twist or torque the jaws, excessive twisting or torquing the jaws may dislodge clip from the jaws or cause clip m alformation after jaws closure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vascularized skin-muscle patch transplantation procedure, new clips that are released after firing will be positioned crosswise in between the instrument jaws and surgeon or nurse needs to remove the malformed clip with forceps in order to let the next clip align in between the jaws correctly. This issue occurred in three devices, to resolve the issue, a new device with the same model was used. Clips are loaded when there is no vessel in between the instrument jaws thus ruling out the possibility of no space for proper clip placement within jaws. It was noted that the surgery got extended for more than thirty minutes. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vascularized skin-muscle patch transplantation procedure, new clip that is released after firing will be positioned crosswise in between the instrument jaws and surgeon or nurse needs to remove the malformed clip with forceps in order to let next clip align in between the jaws correctly. To resolve the issue, a new device with the same model was used. Clips are loaded when there is no vessel in between the instrument jaws thus ruling out the possibility of no space for proper clip placement within jaws. It was noted that the surgery got extended for more than thirty minutes. There was no patient injury.